Event description:
It was reported that the patient had a loss of therapeutic effect. The stimulation was intermittent "when she was sitting back in the chair to the leaning forward in the chair." This change took place two weeks before the report and it was a significant change in the stimulation for the patient. There were also impedances >10000 ohms on electrodes 1,2, and 4. It was possible to program around these contacts and get "great coverage" using the remaining electrodes. It was further reported that it was possible to recapture stimulation in the area of pain.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).